Event description:
Customer contacted ameda inc on (B)(6) 2015 to report the purely yours breast pump she uses developed an issue of uneven suction starting 3 days ago. Customer uses the purely yours breast pump to exclusively express breast milk for her twins. Uneven lower suction resulted in less milk output, breast engorgement and a diagnosis of right breast mastitis after being examined by her health care provider on (B)(6) 2015. Customer was prescribed a 10 day course of oral antibiotics which were completed. Customer reports feeling improvement within 2 days.

Manufacturer narrative:
Prod was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda spec for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.